Manufacturer narrative:
Initial reporter establishment name: (B)(6) hospital. The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in report, it was observed, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down (u/d) knob was out of the standard value, the adhesive on the bending section cover (a-rubber) had white-clouded area, due to clogging of nozzle, air supply volume did not meet the standard value, due to clogging of nozzle, water supply volume did not meet the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, the angle wires were stretched, the adhesives around light guide lg lens had white-clouded area, the lg lens had a chip, adhesives around objective lens had white-clouded area, the universal cord had a wrinkle, and the plastic distal end cover (c-cover) had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had chipping/dropping/dropping/peeling of adhesive on the bending section. Upon inspection of the customer¿s returned device it was observed, a foreign object was coming out of the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be further identified. It was confirmed that there was no deformation of the air/water nozzle. As it was unclear if reprocessing was implemented according to the instructions for use, a further cause of the suggested phenomenon could not be presumed. The inspection method for the event is described as follows in the operation manual " chapter 3 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system": "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.